Event description:
Procedure type: unk. According to the reporter: the client is reporting that the balloon was inflated at 20ml, and it burst after 5 minutes of being used. A new instrument was used to complete the procedure. No pt injury was reported.